Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure date was 2008. Predilatation was performed prior to stenting the prox lad with one xience v stent. No procedural complications were reported. In 2009, the pt underwent revascularization of the target lesion with balloon angioplasty because of in-stent restenosis. Treatment was successful. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Stenosis, as noted in the xience IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Stenosis and hospitalization are listed as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The stenosis required a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.